Event description:
It was reported that during use the foley catheter shaft part had taken on a shape like it was under negative pressure. It was also mentioned that it occurred in south 3 and the health professional informed commander abe that the person might be trapped somewhere. Please check to see if there are any injuries consistent with being trapped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.